Event description:
It was reported that the user struggled to remove what they believed was the insulin cartridge and forcefully pulled on the pump¿s piston, after which the pump displayed an alert 38 indicating a motor stall, and a replacement pump was provided with instructions for shutdown, data sync, and return. Symptoms included no adverse clinical effects. Outcomes included interruption of pump therapy with continued cgm use on a separate app and the need for device replacement. Investigation included remote troubleshooting, user education on correct handling of the piston, verification of device details, and collection of return logistics for evaluation. Investigation of this device revealed that the user pulled on the piston, which is intended to remain in the device, and this misuse corresponded with a motor stall alert, consistent with a device performance issue involving the pump motor and cartridge/piston assembly. It was concluded, based on previously established findings for similar reports, that the cause was user handling error leading to a motor stall.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.